Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5.

Event description:
Additional information received stated that this surgery was postponed and the patient did not undergo a revision.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: cemented finned tray 4f/4t 200-04-44, (B)(6). Cr porous femoral size 4, right 232-03-04, (B)(6). Three peg patella, 38mm, 200-02-38, (B)(6). Logic tib insert impl crc, sz 4, 9mm, 02-012-51-4009, (B)(6).

Event description:
As reported, approximately 4 years and 10 months post the initial right total knee arthroplasty, the patient was revised due to osteolysis. All implants were removed and replaced with competitor devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.